Event description:
It was reported that pump displayed cgm error 42 when customer attempted to use g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, was guided through pump reset, and after reset pump no longer displayed cgm error and customer successfully started sensor session.